Manufacturer narrative:
The ge service rep verified problem and replaced key switch. He ran unit and all systems are good at time of boot test. The facility required immediate use of unit and complete operational checks were not completed.

Event description:
The customer reported the key broke off. No patient injury was reported.